Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.0-12.6cm from the distal tip, consistent with lead friction to the device can. The silicone insulation was intact at this location. The etfe coating was noted to be abraded at 7.5-10.0cm from the distal tip. The ptfe liner was intact and inner coil was not exposed at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of inappropriate auto mode switch were noted due to lead noise. No egm records were available for further investigation. The lead was explanted and replaced. The patient is dong fine post-procedure.